Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a return of baseline symptoms of urinary incontinence. The device was removed per patient request. The rep reported that they patient had been seen in april of 2025 where the battery still had 11-18 months. The patient reported that current symptoms included leakage, urgency, and fecal incontinence once a month. The rep changed the program and the patient felt it appropriately. The patient had not been seen by the rep again. The patient wanted the device removed, so the surgeon removed it.

Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID 978b128 lot# va28dqz serial# implanted: (B)(6) 2020 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.